Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to 19th october 2014. During this time a new pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration were recorded on the 24th october 2014. The pad-pak was then removed from the device. On the 13th january 2015 a pad-pak was installed and the device passed an auto self-test followed by a successful manual power up. Further multiple manual power ups, mainly of ten minutes duration were observed between the 27th july 2015 and the final log entry on the 15th september 2015. During this time an increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.